Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Flashing medtronic display upon battery installation. Flashing medtronic display due to severely corroded pcb1 board and pcb2 board. Unable to download to thump due to flashing display. The p-cap/reservoir does lock properly. Unable to perform displacement test due to flashing display. Found moisture damage to motor assembly, pcb1 board and pcb 2 board during visual inspection. The following were noted during visual inspection: scratched case, pillowing keypad overlay, corroded battery tube, cracked case corner of the belt clip rails near the battery compartment, battery tube threads cracked, and cracked case at battery tube. Confirmed cosmetic damage at battery compartment but unable to perform tests because of flashing medtronic display due to moisture damage to pcb1 board and pcb 2 board. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported damaged insulin pump. Troubleshooting was performed and it was reported type of damage is crack and location of damage is at the back of the pump. No harm requiring medical intervention was reported. The customer discontinued using the device and the device was returned for analysis.